Event description:
A 61 year old male with an acute myocardial infarction and cardiogenic shock, clinically consistent with scai shock stage d prior to mechanical circulatory support, was supported with a right femoral impella device (pump 1) implanted on (B)(6) 2026. Upon arrival at the receiving facility, the patient was noted to have red tinged urine and loss of dorsalis pedis and posterior tibial doppler signals in the right lower extremity, while the left lower extremity maintained distal pulses. Limb ischemia was diagnosed based on loss of pulses at the limb. Hemolysis was also reported, beginning prior to impella support, with pink urine noted following foley insertion the patient experienced right lower extremity limb ischemia and hemolysis during impella support, though the direct involvement of the device and resolution of the ischemic event remain unknown. The patient survived to the time of impella cp explant on (B)(6) 2026, at which time, the patient was revised to a impella 5.5 inserted via axillary/subclavian and continues support at the time of reporting. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Recaptured codes on h6 (health effect - impact code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was most likely patient condition related since the clinical team confirmed the issue occurred prior to impella support. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical narrative updated. Section d4 catalog number was corrected. H6 medical device problem code was updated/corrected.

Event description:
Clinical narrative: a 61 year old male with an acute myocardial infarction and cardiogenic shock, clinically consistent with scai shock stage d prior to mechanical circulatory support, was supported with a right femoral impella device (pump 1) implanted on 3/16/2026. Upon arrival at the receiving facility, the patient was noted to have red tinged urine and loss of dorsalis pedis and posterior tibial doppler signals in the right lower extremity, while the left lower extremity maintained distal pulses. Limb ischemia was diagnosed based on loss of pulses at the limb. Hemolysis was also reported, beginning prior to impella support, with pink urine noted following foley insertion the patient experienced right lower extremity limb ischemia and hemolysis during impella support. The field representative responded that the patient was placed on ECMO with distal limb perfusion sheaths. Pump speed was decreased and repositioned which resolved hemolysis. The impella cp was explanted. The patient survived to the time of impella cp explant on 3/23/2026, at which time, the patient was revised to a impella 5.5 inserted via axillary/subclavian and continues support at the time of reporting. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed.